Event description:
A product liability claim was raised. It was reported that the pt was implanted a cls stem 145 deg 6.0 12/14 on the right side on (B)(6) 2009. The pt underwent a revision surgery on (B)(6) 2015 (exact date unk, entered here as (B)(6) 2015) due to unk med problems. Note this is a bilateral pt. The left hip case is treated under zimmer reference number (B)(4).

Manufacturer narrative:
Neither x-rays, nor operative notes, photos of the implant were received; therefore the condition of the device is unknown. Patient factors that may affect the performance of the device such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Therefore, a final assessment was not possible. However all possible failure modes, potential causes and risks related to cls stem are covered in dfmea no. 91302 rev. 01. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. Cls stem was combined with competitors' products. (Cup and head) therefore, we consider off-label use as a root cause. Therefore, zimmer (B)(4) considers this case as closed. For the left side a case was reported under (B)(4). Zimmer's ref number of this file is (B)(4).

Event description:
Additional information was received on june 5, 2015. The investigation results had been made available. During the trend analysis, no trend was identified. The copy of the peels and sticks of the used products, confirm that the zimmer product was used with competitors' products. Review of incoming information: it was reported that a patient, (B)(6) female, underwent a revision surgery for the right thr due to unknown reasons on (B)(6) 2015 after 5 years 11 months in vivo.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. According to the provided info, the current situation reflects an off-label use, i.e. Contraindicated use as described in zimmer's instruction for use. The associated devices implanted (cup and head) are not manufactured by zimmer. Due to fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available, an updated report will be submitted. (B)(4).